Manufacturer narrative:
Information was received on (B)(6) 2021, indicating that the event occurred, during use. It was also noted, that the patient received remaining life-sustaining infusion volume with another pump (staff switched it for another pump). There was no patient consequence.

Event description:
Information was received that device says it is infusing but will not infuse- inaccurate amount intermittently. No adverse effects reported.